Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-119mg/dl fasting. Verified test strips expire 01/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned about all of the results he is getting from his meter: lo @ 12:55 pm on (B)(6), lo @ 11:06 am on (B)(6), lo @ 11:49 pm on (B)(6), lo @ 11:45 pm on (B)(6), and 33 mg/dl @ 11:40 pm on (B)(6) 2015. The customer has not been diagnosed with diabetes and is not on any medication for diabetes. The customer only tests once in a while.